Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address painful stiff total knee and loosening of tibial component at the cement to implant interface. Unknown cement was used. Femur, insert, and tibia were removed, femur was well fixed. A full crs attune revision construct was placed doi: (B)(6) 2015. Dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune medical records received: on (B)(6) 2015, patient received an elective attune right total knee arthroplasty to address primary osteoarthritis with varus deformity. The procedure was completed without complications. Depuy bone cement was utilized (2 batches) and the patella was resurfaced.. On (B)(6) 2020, the patient's right knee was revised to address pain, unspecified dysfunction, and probable loosening of the tibial tray, possible loosening of the femur. The revising surgeon indicated that the femur was not loose, but that the tibial tray was. He did not specify the interface(s) of implant loosening though. The femur, tibial tray, and tibial insert were all revised; the patella component was retained. An attune revision knee construct was re-implanted.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> updated 27-may-2021: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b5 and h6 (clinical code).

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e3 initial reporter occupation: lawyer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.